Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cruciate retaining cr-flex porous uncemented femoral component left catalog #: 65595201605 lot #: 60279366, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 60876062, nexgen stemmed porous tibial plate size 5 catalog #: 65598204701 lot #: 60805417. G2 - report source- foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately sixteen (16) years post-operatively to address polyethylene wear. Attempts have been made; however, no additional information is available.